Event description:
It was reported that a patient underwent a pulmonary vein isolation and cavotricuspid ishmus procedure with a thermocool smarttouch sf and a piece of glue attached to the thermocool smarttouch sf catheter. During the procedure, the physician noticed there was a piece of glue attached to the thermocool smarttouch sf catheter and the physician refused to used it. The catheter was replaced to a new same product catheter and the procedure was completed with no delay time. No patient consequence. Additional information was received. The issue was noticed before use. The catheter was not inserted into the body, the doctor noticed glue on the catheter and immediately threw it away. The device was not used on the patient. There were no pictures because the patient was contaminated and the catheter was thrown out. Clarification was received on 25-mar-2025 on the following statement, "there were no pictures because the patient was contaminated and the catheter was thrown out.¿ response stated, "the catheter was not inserted into the patient's body, the doctor noticed the foreign material and the catheter was thrown away immediately and not kept."

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31425166l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).